Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support, who provided complete pump reset instructions and guided the caller through the process, after which the cgm error code did not reappear.